Event description:
Event was reported to caldera medical by an attorney. Legal complaint sates that pt suffered severe and personal injuries, which were permanent and lasting in nature, physical pain and mental anguish, including diminished enjoyment of life, financial or economic loss. No additional info was provided.